Event description:
It was reported that there was a loss of signal on the implantable cardiac monitor. After the patient was diagnosed, the device was removed and replaced with a pacemaker system. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.